Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as surgical damage and fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, non-penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "any creases associated with hole". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, any crease associated with hole.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "any creases associated with hole". This record is for the left side. Device was explanted and replaced.